Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient stated when they got their new handset, the communicator didn't seem to be as quick as it used to be. The patient stated it would take 3-4 minutes for it to register and finish delivering the medicine, even when the pump was full. The patient confirmed that the handset was getting stuck at 90%. An agent walked the patient through clearing the data and the patient was able to deliver a bolus quicker. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3. Event date was asked but is not known.  D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.